Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise signals on all channels. Technical services (ts) was consulted and explained noise came from an external source. No out-of-range measurement or pauses in pacing were noted. The device remains in service. No adverse patient effects were reported.